Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received info stating customer received a malfunction code while in pool with the pump. Reportedly customer's blood glucose level was high. Customer will use manual injections.